Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The device stopped discriminating and the patient received an inappropriate shock. Device reprogramming occurred and the rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst commented that episode number nine was detected as ventricular fibrillation (vf) due to t-wave oversensing (twos). Inappropriate shocks occurred due to oversensing.